Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was damaged. It was noted that a new stylus was provided to resolve the issue. There was no patient involvement.